Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err69. No additional patient or event information is available. The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. The data log was reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined. In addition to the receiver, a universal serial bus (usb) power supply was returned and evaluated. Charging test was performed and no defect was found. The reported event of an error icon display was not confirmed. A root cause could not be determined. Also a universal serial bus (usb) a to universal serial bus (usb) micro b wire was returned for evaluation. Cable testing was performed and no defect was found. The reported event of an error icon display was not confirmed. A root cause could not be determined.